Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016, the receiver had a intermittent of range signal. No additional patient or event information is available. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The global transmitter final functional test was performed and passed with no deficiency. Receiver logs were reviewed and showed data on the issue date. Pairing test was performed and passed. The customer complaint of a intermittent out of range signal could not be reproduced with the returned receiver, however the reported issue was verified in the receiver download. The root cause could not be determined post investigation.